Event description:
The manufacturer was contacted in reference to product malfunction on a dream station device. The manufacturer received information alleging a brownish liquid coming out of the device. The patient stated it has a greasy consistency. He said it reminds him of the liquid that is used before electronics are saturated. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.